Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula deployed. No issues were found that would result in the needle deploying late. Although no issues were noted with the needle mechanism, we cannot determine when the device deployed.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It wa reported while a patient was activating a pod the clicking sound was not heard and the cannula had not deployed. Upon removal of the pod, after less than an hour of wear, it was noticed that the cannula was visible, thus the cannula had deployed late.